Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and was found to have on blade broken at the base. A piece approximately .4755" x .0800" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. A hepatectomy procedure was being performed when the issue occurred. The instrument did not collide with any other instruments during procedure. The harmonic ace was returned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the harmonic ace instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. Review of the provided image is consistent with complaint. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had excessive blade pressure and was found a crack on the knife head, but nothing fell into the patient. It was noted that when the nurse cleaned the knife head after the surgery, the nurse lost a fragment. The procedure was completed with no reported injury.